Manufacturer narrative:
Per chattanooga group engineering eval of device: "receptacle pulled out of chassis shorting to out. Damaged receptacle replaced and glued in. Replaced power supply as a precaution and hi pot test preformed. Unit passed test preformed after parts replaced."

Event description:
Complainant reports that device smoked and shorted out.